Manufacturer narrative:
Additional information received on october 10, 2022 indicated that patient experienced right-sided unaesthetic appearance. As a result, patient underwent right breast implant pocket adjustment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on october 19, 2022. Device evaluation completed on october 20, 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 500cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on september 13, 2022 indicated that the patient underwent unilateral replacement of the left side with cat#: 3505004bc on (B)(6) 2022. Reason for device explant and/or reoperation: cap con iii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 22, 2021 additional information received indicated that the baker grade of the left side is iii. There was no issue of capsular contracture on the right side. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female who underwent a breast augmentation primary with mentor memorygel, 500cc. Silicone breast implant experienced bilateral capsular contracture unknown grade post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.